Event description:
No additional information provided.

Manufacturer narrative:
1. No sample was returned, and no defective picture was returned from customer. 2. Review batch record information, 1) the complaint lot#2263540 was produced in the prn automatic assembly line, the production date is 2022-10, and the m860 packaging machine was packaged in 2022-10, and the batch of products totaled (B)(4); 2) check the process inspection and shipment inspection report of this batch of products. The test results meet the product standards and there is no abnormality. 3) check the production records and machine maintenance of this batch of products, and there are no abnormalities, deviations or rework activities. 3. Check the appearance of the unit package of retained sample, no abnormality was observed on the retained sample of unit package, see attachment 1- the picture of the retain sample of complaint lot. 4. Review the package process: there is a first article inspection and sampling inspection during the process, the damaged packaged can be identified. 5. Due to no sample returned, the failure mode cannot be identified, the root cause cannot be confirmed. 6. The plant continue pay attention to this defect.

Event description:
It was reported that bd prn adapter connector was defective damagedon (B)(6) 2023, while changing the connector for the patient, the heparin cap package was found to be broken and was immediately replaced with the same type of heparin cap for the patient to seal the tube, the process went smoothly without any adverse events.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.